Event description:
A pt reported blood glucose results of 173 mg/dl with a lifescan meter and 123 mg/dl on lab device, performed within 10 minutes of each other. The pt had also performed another meter to lab comparison with the meter result of 197 mg/dl and the lab result of 147 mg/dl. Between the tests there was no intervention that would be expected to change the blood glucose.